Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm navitor transcatheter aortic valve was selected for implant on (B)(6)2024 using a small flexnav delivery system. The patient had a pre-existing condition of right bundle branch block. The device was implanted. The final implant depth was 4mm. Post-implant the patient presented with arrhythmia. A permanent pacemaker was implanted. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of heart block (right bundle branch block/rbbb) after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient had a preexisting condition of normal sinus rhythm with right bundle branch block, there was no calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 4mm from the non-coronary cusp (deeper than the recommended 3mm). It was noted that the arrhythmia worsened due to the device. Based on available information, the reported event appears to be related to patient condition (preexisting rbbb). There is no indication of a product quality issue with regards to manufacture, design, or labeling. H6 health effect - clinical code: code 1721 removed